Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device could not confirm the reported complaint of simultaneous deployment as t2 remains on the delivery needle. The needle is bent and the actuator is lodged at the distal end of the needle. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended due to the bent needle. No root cause related to the manufacturing process can be established.

Event description:
It was reported that t1 and t2 deploy together. A backup device was used to complete the surgery. No significant delay or patient injury reported.